Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and duplicated the reported phenomena. It was found that the dx board of the subject device was damaged which caused the reported phenomenon. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc concluded that the reported phenomenon was attributed to the failure of the dx board. The exact cause of the failure of the dx board could not be conclusively determined. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the front panel of the subject device was not functioning at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.